Event description:
Healthcare professional reported, left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6(b), h6.

Event description:
Healthcare professional reported left side deflation. Additional report of creases was noted". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11apr2024.

Event description:
Healthcare professional reported left side deflation. Additional report of "creases" was noted. The device has been explanted.

Event description:
Healthcare professional reported left side deflation. Additional report of "creases" was noted. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on radius side assessed as fold flaw opening. ¿ crease folding of implant: observed creases on the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.